Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the subject device was plugged in there were multicolor lines. This issue was identified during maintenance. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: breakage fiber at distal end, bad image, no image, and defective charged coupled device (r unit). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bad/no image caused by defective charged coupled device (r unit) also for multicolor of lines, breakage fiber at distal end cause traced to random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when the subject device was plugged in there were multicolor lines. This issue was identified during maintenance. There was no patient involvement.